Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
It was found during the device evaluation that the printed circuit board (flex assembly) was damaged. The damage to the circuit board in combination with moisture left in the device due to certain sterilization and cleaning practices by the user facility are probable cause of the device running without user activation.